Manufacturer narrative:
Eval results indicate the event is not device related but rather is associated with intra-operative cement procedure and abnormal lateral loading on the patella.

Event description:
Revision of the patella component due to loosening.